Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced shocking sensation. As a result, surgical intervention was taken place on (B)(6) 2023 wherein the lead and ipg was explanted and replaced to address the issue.